Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system shut down with an accompanying bad smell and the battery disconnect error message appeared. No patient injury was reported.